Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain cervical/neck and spinal pain. The patient reported that the pump broke; the alarm started alarming; and they had to replace the pump. Per the patient, it happened around the time the pump was replaced in (B)(6) 2016.